Event description:
It was reported to medtronic minimed that the customer experienced pump error 24 (this alarm is generated when a power failure is detected), damage to the pump, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Critical pump error/open book image customer reported critical pump error 24. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected critical pump error 24 alarm noted. Successfully downloaded history files and traces using thump. Critical pump error 24 alarm (file number: 121 line number: 566) was found on: 12/10/2024 17:36:00.000, 12/10/2024 17:46:00.000. 12/10/2024 18:27:00.000, 12/10/2024 18:49:00.000. 12/10/2024 18:53:00.000. Critical pump error 24 alarm (file number: 121 line number: 566) was confirmed according in the formatted history file, suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 10-dec-2024 in the formatted history file. Low battery alert was found on: 12/10/2024 06:22:00.000. Power loss alarm was found on: 12/10/2024 18:21:57.000. 12/10/2024 18:22:05.000. 12/10/2024 18:44:23.000, 12/10/2024 18:44:31.000. 12/10/2024 18:50:02.000, 12/10/2024 18:50:10.000. Insert battery alarm was found on: 12/10/2024 11:41:12.000. 12/10/2024 18:21:08.000, 12/10/2024 18:29:37.000. 12/10/2024 18:31:06.000, 12/10/2024 18:41:55.000. 12/10/2024 18:49:18.000, 12/10/2024 18:53:39.000. Pump error 23 alarm was found on: 12/10/2024 18:21:36.000. 12/10/2024 18:44:02.000, 12/10/2024 18:49:46.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Sensorerroralert (801) was found on: 12/09/2024 21:55:57.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery case of the pump during analysis. The pump passed all the required testing. However, critical pump error 24 alarm (file number: 121 line number: 566) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.